Manufacturer narrative:
Product analysis: it was determined at analysis that the upper case was broken. One control knob was broken. Lower case was broken. Two side bail covers were missing. Ring cover was missing. Two bails were missing. One ring was missing. Light emitting diode (led) flex was out of specification. Device failed two functional tests. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.